Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was reviewed/suspected/alleged. It was noted that impedance was >40,000. It was noted that when the manufacturer representative ran impedances on the date of report contact 4 was >40 ,000 ohms. It was noted that all other impedances were good. The manufacturer representative would try to reprogram around contact four. It was noted that there was an elective replacement indicator (eri) observed. The manufacturer representative noted that the battery was at 2.835v. The manufacturer representative called for a longevity calculation because of the eri. A longevity calculation as performed under following conditions: 6v 450 599 3+ 1- 5.1 300 >4000 3+, 1- 60hz. The result was <(><<)>1 year (7 months). It was reviewed with the caller that the implantable ins may need to be replaced soon due to high settings on ins and the eri. It was later reported that the patient was in the process of being scheduled for a battery replacement. It was noted that the replacement was to be scheduled early (B)(6) 2014. It was noted that the patient was receiving effective therapy as of (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).